Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device fell off for two v-go complaints could not be confirmed. This cannot be evaluated during the investigation process.

Event description:
Patient's wife reported that with the last box they received, about 3 or 4 devices have fallen off of the patient's abdomen. Patient does properly clean the application site with an alcohol pad before applying. One fell off today while he was taking off his shirt, and his wife stated that he did not notice it was off for a while. Two devices in question are available.